Event description:
It was reported that during the implant attempt, the physician was repositioning the right ventricular (rv) lead due to high thresholds but the helix would not retract. It was noted that the helix was tested prior to implant. The physician placed a locking stylet on the lead and extracted it. The lead was not implanted and another lead was used. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, the lead helix was distorted due to being pulled/stretched/overstress. Visual analysis noted that the lead was returned with the helix stretched and a lead removal wire stuck in the lead. The stretched helix is likely due to attempted implant damage. Due to the helix being stretched and the presence of a lead removal wire, the helix extension/retraction and length testing could not be performed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.